Manufacturer narrative:
Citation: godart, f md. Transcatheter tricuspid valve implantation: a multicentre french study. Archives of cardiovascular disease (2014) 107, 583¿591 doi doi.org/10.1016/j.acvd.2014.07.051 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding transcatheter tricuspid valve implantation. All data were collected from multiple centers and a literature search in pubmed. All patients were implanted with either a melody or a non-medtronic balloon expandable transcatheter bioprosthetic valve in a tricuspid valve-in-valve procedure. Serial numbers were not provided. One male (B)(6)-year-old patient had a previously implanted mosaic that was replaced in a valve-in-valve procedure due to tricuspid stenosis, increased gradient measurements and regurgitation. No additional adverse patient effects or product performance issues were reported.